Event description:
It was reported that a pump's touchscreen was cracked and shattered, making it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.